Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately nine years and four months following the implant of a transcatheter bioprosthetic valve, valve dysfunction was identified. A transthoracic echocardiogram revealed severe insufficiency, moderate to severe aortic regurgitation, and severe left atrial dilation. Approximately two weeks later, the patient was hospitalized for acute congestive heart failure with an oxygen saturation of 84% requiring 4 liters of oxygen via nasal cannula. A chest x-ray revealed pulmonary edema, and an elevated b-type natriuretic peptide was reported. Intravenous diuretic medication was administered. Subsequently, intervention was performed with a non-medtronic valve implanted valve-in-valve.